Manufacturer narrative:
Approximate age of device- 2 years, 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient had a confirmed right thalamic stroke by CT. The therapeutic range for anticoagulation was increased from 2-2.5 to 2.5-3. The patient was then discharged. Additional CT showed no hemorrhagic conversion. Transthoracic echocardiogram (tte) ruled out device thrombus. No additional information was provided.

Manufacturer narrative:
A direct correlation between heartmate ii lvas, and the reported events could not be conclusively established through this evaluation. The patient remains ongoing the device. The heartmate ii lvas IFU lists stroke as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.